Manufacturer narrative:
H3 and h6. Evaluation codes: updated. The complaint could not be duplicated during functional testing. The device worked properly. The cause is unknown as the equipment worked normally. Based on the reported event, it is assumed that the product's hose was about to come off. No action taken as the device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the temperature of the device was not rising and could not be adjusted. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Initial reporter last name and email unknown. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.